Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse proactively replaced several parts. The fse also discovered that the customer was not performing the wash 1 container maintenance on schedule. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the wash 1 container maintenance not being performed on schedule was failure to maintain according to manufacturer recommendations. The instrument is performing according to specifications. No further evaluation of this device is required.